Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp requested assistance in reviewing a stored episode as the patient had received shock therapy. A printout of the episode was received and reviewed by ts. Ts discussed having the patient perform isometrics to see if the episode could be reproduced. The hcp commented that this had been undertaken with the assistance of the local representative. Additionally, s-ecgs were obtained and the sense vector was reprogrammed to secondary using automatic set-up. Ts was informed that primary and secondary morphologies appeared similar. Shock therapy was determined to be inappropriate as the ECG had flattened followed by t-wave oversensing. Patient was sleeping at the time. The patient had experienced recent kidney issues and their electrolytes were being checked.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp requested assistance in reviewing a stored episode as the patient had received shock therapy. A printout of the episode was received and reviewed by ts. Ts discussed having the patient perform isometrics to see if the episode could be reproduced. The hcp commented that this had been undertaken with the assistance of the local representative. Additionally, s-ecgs were obtained and the sense vector was reprogrammed to secondary using automatic set-up. Ts was informed that primary and secondary morphologies appeared similar. Shock therapy was determined to be inappropriate as the ECG had flattened followed by t-wave oversensing. Patient was sleeping at the time. The patient had experienced recent kidney issues and their electrolytes were being checked. Boston scientific received information that this health care professional (hcp) had contacted technical services again in late-(B)(6) 2018 to discuss two untreated episodes (episode#003 and #004) that had been stored in early- (B)(6) 2018. The sense vector was in secondary at the time of these untreated episodes. Episode#003 was stored due to t-wave oversensing. The heart rate was approximately 135 bpm during the episode. Episode#004 had t-wave oversensing. The technical services consultant discussed the discussions from 2016 and asked about the patient when the device was programmed to alternate. The hcp mentioned that there was no documentation regarding any kidney or electrolyte issues and that the alternate sense vector still looks flat today. The technical service's consultant was informed that this patient had been previously seen at another facility. The device's battery status is now at 50% and there was discussion about leaving the sense vector in secondary. The physician has ordered an x-ray and the hcp will call technical services if necessary.

Manufacturer narrative:
Boston scientific received information that the gain associated with the device's sense vector was reprogrammed from 1x to 2x. The vf zone was also reprogrammed to 250 bpm. Stored data analysis of the one treated episode found that there may be a benefit with the device's smartpass feature enabled. The amplitude of the episode sudden change is low and may introduce a risk of smartpass being disabled if there are intrinsic pvcs. However, from an intrinsic amplitude perspective, smartpass would be enabled.